Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for an implant procedure. During the procedure, dislodgement and failure to extend the helix were observed on the right atrial lead. The lead was not implanted; another lead was implanted successfully. The patient¿s condition before, during and post procedure was stable.